Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for alinity creatinine ln 7p99 lot 79666un24. Trending review determined no trends for falsely elevated results for the product. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the alinity creatinine ln 7p99 lot 79666un24 was identified.

Event description:
The customer reported a falsely elevated creatinine result generated on the alinity c processing module on a 74-yr old female patient. Results provided: (B)(6) 2024 sid (B)(6) = 333.77 umol/l, new sample on another alinity. (B)(6) 2024 sid (B)(6) = 59.04 umol/l (reference range: 45.00-133.00 umol/l). Re-tested both samples on (B)(6) 2024 on different alinity: (B)(6) 2024 sid (B)(6) = 352.38 umol/l. (B)(6) 2024 sid (B)(6) = 60.8 umol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated creatinine result generated on the alinity c processing module on a 74-yr old female patient. Results provided: on (B)(6) 2024, sid: (B)(6); 333.77 umol/l, new sample on another alinity on (B)(6) 2024, sid: (B)(6); 59.04 umol/l (reference range: 45.00-133.00 umol/l). Re-tested both samples on (B)(6) 2024 on different alinity: on (B)(6) 2024, sid: (B)(6); 352.38 umol/l, on (B)(6) 2024, sid: (B)(6); 60.8 umol/l. No impact to patient management was reported.